Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed by force which caused the stent to crumble. The procedure was completed with another of same device. The patient condition was stable post-procedure. It was further reported that the stent was removed by force from the guide catheter.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: s(B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed by force which caused the stent to crumble. The procedure was completed with another of same device. The patient condition was stable post-procedure.

Manufacturer narrative:
E1: (B)(6). Boston scientific reviewed one angiographic video provided for assessment. The reported issues cannot be confirmed, as the video shows a stent positioned in the ostial to proximal rca with no evidence of inflation, withdrawal, or damage. However, contact between the proximal end of the stent and the distal tip of the guide catheter is visible, suggesting the stent may have been stripped from the delivery system during withdrawal. An image was also provided by the customer. The image shows the inner pouch of the device and inside the pouch is a detached stent which had been crushed/squashed.

Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed by force which caused the stent to crumble. The procedure was completed with another of same device. The patient condition was stable post-procedure. It was further reported that the stent was removed by force from the guide catheter.